Manufacturer narrative:
The controller has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately one year and nine months post heartware lvad implantation, it was reported that the patient recognized that the controller's alarm had below normal loudness. The vad coordinator confirmed the alarm malfunction and performed an elective controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage. The reported event of low sound was confirmed during testing. Analysis of the device revealed that the controller failed to meet specifications. Functional testing revealed that (B)(4) failed due to faulty speaker that prevented the unit from sounding properly. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event of is a faulty speaker. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
This device is part of a field service notification and not a recall. The controller was evaluated by the manufacturer and a low sound problem was detected when subjected to functional and supplemental tests. The controller alarm sound levels measured were below the expected levels when tested with a calibrated sound meter. The audio drive circuits on the user interface controller (uic) were found to be operating properly. Low sound from the controller can be caused either by a degraded speaker or contaminated internal membrane of the speaker. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.